Event description:
Pt was admitted with a 4 month history of progressive midepigrastic and right upper quadrant pain, nausea, anorexia, intermittent constipation , and weight loss. X-ray results revealed dilated loops of small intestine and colon and the presence of a previously placed bird's nest filter. The superior strut of the inferior vena cava filter appeared to rest in the location of the duodenum.an upper endoscopy revealed hiatus hernia. Schatzki's ring, and a moderate amount of inflammation with non hemorrhagic erosion in the proximal duodenum associated with a small mass. Further examination of the duodenal mass revealed a metallic foreign body contained in overlying inflammatory tissue, consistent with a strut from the inferior vena cava filter. Subsequent abdominal exploration resulted in the removal of the strut from the duodenal lumen as well as trimming and removal of a second strut that was found penetrating the inferior vena cava wall and lying posteriorly to the aorta. Following surgery, the pt has remained symptom free and has had x-rays at periodic intervals.